Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced an abnormal increase in ventricular pacing thresholds and oversensing. The transvenous defibrillation lead was repositioned. The thresholds were brought back to normal and no further oversensing has been reported.